Manufacturer narrative:
Correction: d.8.

Event description:
This peritoneal dialysis (pd) patient contacted technical support on (B)(6) 2025 and reported drain pain. On initial follow-up with the pd clinic, the peritoneal dialysis registered nurse (pdrn) stated the patient was seen in the pd clinic on that date. Tests (unspecified) were performed to determine the cause of the abdominal pain and drain pain. The patient tested positive for fungal peritonitis. The patient was taken to the hospital and admitted. The patient was transitioned to hemodialysis (hd). The patient remains hospitalized. It is unknown how long the patient will remain on hd. Attempts to obtain additional information were unsuccessful.

Event description:
This peritoneal dialysis (pd) patient contacted technical support on (B)(6) 2025 and reported drain pain. On initial follow-up with the pd clinic, the peritoneal dialysis registered nurse (pdrn) stated the patient was seen in the pd clinic on that date. Tests (unspecified) were performed to determine the cause of the abdominal pain and drain pain. The patient tested positive for fungal peritonitis. The patient was taken to the hospital and admitted. The patient was transitioned to hemodialysis (hd). The patient remains hospitalized. It is unknown how long the patient will remain on hd. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the liberty cycler set and the patient event of fungal peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty select cycler or cycler set and the patient event of peritonitis. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to the specific organism or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.